Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4193 implantable pacing lead: (B)(6) 2003. 5076 implantable pacing lead: (B)(6) 2003. 5554 implantable pacing lead: (B)(6) 2003. (B)(4).

Event description:
It was reported that there was diminished r waves measured in the right ventricular lead. The pace/sense portion of the lead was capped and replaced by an existing pacing lead that was uncapped. The defib portion of the lead remains in use. No patient complications have been reported as a result of this event.